Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updates to b5 was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the distal cover overlapped hook at the distal end and did not completely go over the hook. It made the cover insufficiently attached to the subject device and easy to come off. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: detection method is described in 4.1 of chapter 4 in operation manual. Preventive measures are described in 3.5 of chapter 3 in operation manual. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope distal end cover dropped out in the patient, but was recovered. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. (B)(6) is related to model number: maj-2315, serial number: unknown.